Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the ring is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that 22 months following the implant of this annuloplasty ring, the patient developed pannus overgrowth on the ring and leaflets. The ring was explanted and replaced with another manufacturer's valve. No adverse patient effects were reported. The device will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.